Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 42 mg/dl and 58 mg/dl. Customer was calibrating the insulin pump's sensor. The customer had no symptoms. The customer was treated for the low blood glucose with sugar packets, soda and glucose tablets. Customer¿s blood glucose level was 96 mg/dl at the time of the call. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The customer also stated that the sensor has inaccurate readings. Blood glucose was 58 mg/dl and sensor glucose was 50 mg/dl. The insulin pump was not returned for analysis.